Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed for a button error and became unresponsive to button presses. The blood glucose reading was not known. The insulin pump will be replaced and returned for analysis.

Manufacturer narrative:
The pump passed the functional testing, including the self test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. All buttons functioned properly, and no damage in the keypad assembly was noted. No stuck button alarm was noted during testing. No unlocked keypad connector during visual inspection. The pump failed the leak test from the left side of the belt clip plate. The pump was received with a scratched case, a pillowing keypad overlay and minor scratches on the lcd window.